Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. The sensor plug is fully seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor found to be in state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. A linearity test was performed, and the results were within specification. No malfunction or product deficiency was identified.

Event description:
Customer's caregiver reported the customer received higher readings on the freestyle libre sensor compared to readings obtained on a competitor brand device and experienced symptoms described as tremors, paleness, and sweating. Customer was unable to self-treat and was treated with a glass of juice by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's caregiver reported the customer received higher readings on the freestyle libre sensor compared to readings obtained on a competitor brand device and experienced symptoms described as tremors, paleness, and sweating. Customer was unable to self-treat and was treated with a glass of juice by a third-party. There was no report of death or permanent injury associated with this event.